Event description:
A consumer alleged that their diamond clean power toothbrush metal shaft detached in mouth during use. No injuries were reported.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6).

Manufacturer narrative:
Analysis results: the cause of the customer's complaint was shaft press fit.